Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. Deep vein thrombosis, or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operative for a period of time to prevent the development of dvt/blood clot. Even with the administration of preventive medication, dvt/blood clots can still develop. As the complaint indicated a post-operative complication developed and it can be implied medical intervention was required to treat the complication, therefore our complaint category, medical: procedure related would be appropriate. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Associated products : item#:00596204210; articular surface; lot#:63778489. Item#:42540000038; all poly patella cemented 38 mm diameter; lot#:64621052. Item#:00598004702; stemmed tibial component precoat size 6; lot#:j6767119. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03190. 0002648920 - 2020 - 00403. 0001822565 - 2020 - 03191.

Event description:
It was reported that patient underwent right unilateral knee arthroplasty approximately 2 months ago. Subsequently, the patient began experiencing calf pain and swelling. The patient was seen one week post-op for ultrasound which identified a dvt. Patient prescribed xarelto. Outcome pending.